Event description:
It was reported the patient¿s implantable neurostimulator (ins) was coming through the skin and the patient stated their skin started to blister and then popped. It was noted when it popped, the patient could see their skin separate and the ins start to protrude through the skin. Reportedly, the site was infected and the doctor took a swab at the time of replacement. It was stated the device was removed and the patient recovered fully.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-02908. (B)(4).

Manufacturer narrative:
(B)(4).